Manufacturer narrative:
(B)(4). Batch # n57f9d. The analysis found that one pcee60a device was returned with no apparent damage and with a gst60b cartridge loaded on the device. The cartridge was received unfired. In addition, another cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic esophagectomy, the cartridge ejected from the jaws inside the patient. The cartridge was loaded properly since the clicking sound was heard at loading. The same event occurred with the second blue cartridge. The device was retrieved and no pieces were left inside the patient. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient.